Manufacturer narrative:
The customer reported complaint for the platform displayed an error message user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) was confirmed during archive data review and functional testing. Both load cells were found defective and a replacement was required. Visual inspection was performed and found front and bottom enclosures, bent battery springs and a top cover with signs of corrosion, unrelated to the reported complaint. Front and bottom enclosures, bent battery springs and a top cover were replaced to address the issue. Following the repair, the platform passed all functional testing criteria and met all required specifications. Review of the archive data indicated multiple error messages (ua) 07 on the customer reported event date. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse with serial number (B)(4).

Event description:
During a shift check, the autopulse platform ((B)(4)) displayed a user advisory 7 (discrepancy between load 1 and load 2 too large) message. The user was unable to clear the error message. There was no patient involvement.